Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer continued to use the current pump for insulin therapy until the replacement pump arrives.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.